Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient presented with a nail bent inside his femur at a 45 degree angle that was confirmed with x-rays. The patient refused treatment and left the hospital

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.